Event description:
It was reported the subject device had scope communication error b30. The issue occurred during set up/ inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed. The most probable cause of the malfunction reported is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.